Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0l280, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported a loss of therapy in (B)(6) 2015. Patient did not have great results with the trial and that eventually the implant did not have results. Patient experienced pain in (B)(6) 2015 and hip issues that worsened in (B)(6) 2015. The implant was removed. Caller inquired about post-operative care after explant. The patient was diagnosed with urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor.